Event description:
It was reported that the customer had inaccurate sensor readings and was in a three car accident. Customer stated that they needed emergency medical assistance. Customer hung up before transfer was completed. A call back was set up for the next business day. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.